Event description:
Related manufacturer report number: 1627487-2022-02186, 1627487-2022-02281. It was reported that one of the patient's lead had high impedances. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead has the impedance issue, so both are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient had their system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.